Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call weak battery alarm on the insulin pump. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for weak battery alarm was performed. Customer advised they replace the device with a new battery and continue to have weak battery alarm. Customer was able to clear the weak battery alarm, however they received a button error alarm.